Event description:
It was reported that: "surgeon commented that patient's knee was loose. He explanted 19mm ts insert and reimplanted a 22mm ts insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.